Event description:
It was reported that the patient had a change in therapeutic effect. The patient experienced acute pain following a catheter revision. The location of the pain is near the catheter pathway. The drug used in the pump at the time of the event was not reported.

Manufacturer narrative:
(B)(4).